Event description:
It was reported that this pacemaker exhibited noise signals and oversensing, storing inappropriate atrial tachy response (atr) episodes. Technical services (ts) was consulted and noted a possible connection error as the atrial fibrillation (af) alert was not received until two weeks later after a patient-initiated interrogation (pii) was performed. The device remains in service. No adverse patient effects were reported.